Manufacturer narrative:
H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this artificial urinary sphincter (aus) had been functioning properly until the patient experienced recurring incontinence. The device was explanted and replaced, and no additional signs or symptoms were reported.